Event description:
It was reported that the instrument broke while trialing intraoperatively. No backup was available but the procedure could be successfully completed with the same device. Therefore, no time was added to the procedure.

Manufacturer narrative:
It was reported that a polarcup trial insert, slotted 28/51 (art. No. 75000666 / batch no. Unknown) was found broken while trialing intraoperatively. No backup was available but the procedure could be successfully completed with the same device. Therefore, no time was added to the procedure. The device, used in treatment, was not returned for investigation. Hence the product evaluation could not confirm the reported failure mode. The review of the batch record and the complaint history review could not be performed since the batch number of the complaint device is unknown. Based on the conducted investigation, the root cause could not be determined conclusively. In case additional information will become available, the investigation will be reopened. No further actions are deemed necessary. Smith+nephew will continue to monitor for similar issues.